Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder stopped working halfway through the case. The harvester switched the cable but the device still did not activate. A replacement unit and a new dc extension cable were used to complete the procedure. The hospital did not report any patient effects. The product was returned.